Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported via email. The customer stated that on september 25, 2024, they started feeling sick in the evening, and measured their sugar level at 5.2 units. The customer remained sick and began vomiting until the following morning. The following day, the customer went a hospital for a check-up after eye surgery, which was unrelated to this event. After informing the hospital of how they were feeling, the customer was admitted and transferred to a unspecified type of urgent care because the healthcare professional (hcp) suspected the customer may have had a heart attack. The hcp determined through evaluation and testing that the customer's ill state was due to their blood sugar level, which the hcp read at 68.60 units compared to a reading from the adc device at 5.2 units. Further testing revealed from the hcp determined the customer experienced myocardial infarction. The customer was treated with a catheterization and subsequent insertion of a spring into one of the vessels leading to the heart. The customer remained hospitalized for one week for monitoring and after care, and was then discharged from the hospital. There was no report of death associated with this event. The customer's low sensor scan results when plotted on a parkes error grid fell into the d zone. The length of sensor wear was 9 days. It is unknown whether the customer noted a trend arrow on the device.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported via email. The customer stated that on (B)(6) 2024, they started feeling sick in the evening, and measured their sugar level at 5.2 units. The customer remained sick and began vomiting until the following morning. The following day, the customer went a hospital for a check-up after eye surgery, which was unrelated to this event. After informing the hospital of how they were feeling, the customer was admitted and transferred to a unspecified type of urgent care because the healthcare professional (hcp) suspected the customer may have had a heart attack. The hcp determined through evaluation and testing that the customer's ill state was due to their blood sugar level, which the hcp read at 68.60 units compared to a reading from the adc device at 5.2 units. Further testing revealed from the hcp determined the customer experienced myocardial infarction. The customer was treated with a catheterization and subsequent insertion of a spring into one of the vessels leading to the heart. The customer remained hospitalized for one week for monitoring and after care, and was then discharged from the hospital. There was no report of death associated with this event. The customer's low sensor scan results when plotted on a parkes error grid fell into the d zone. The length of sensor wear was 9 days. It is unknown whether the customer noted a trend arrow on the device.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kits were reviewed and the dhrs (device history review) showed the fs libre sensor and sensor kits passed all tests prior to release. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported via email. The customer stated that on (B)(6) 2024, they started feeling sick in the evening, and measured their sugar level at 5.2 units. The customer remained sick and began vomiting until the following morning. The following day, the customer went a hospital for a check-up after eye surgery, which was unrelated to this event. After informing the hospital of how they were feeling, the customer was admitted and transferred to a unspecified type of urgent care because the healthcare professional (hcp) suspected the customer may have had a heart attack. The hcp determined through evaluation and testing that the customer's ill state was due to their blood sugar level, which the hcp read at 68.60 units compared to a reading from the adc device at 5.2 units. Further testing revealed from the hcp determined the customer experienced myocardial infarction. The customer was treated with a catheterization and subsequent insertion of a spring into one of the vessels leading to the heart. The customer remained hospitalized for one week for monitoring and after care, and was then discharged from the hospital. There was no report of death associated with this event. The customer's low sensor scan results when plotted on a parkes error grid fell into the d zone. The length of sensor wear was 9 days. It is unknown whether the customer noted a trend arrow on the device.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.